Event description:
Reporter alleged the customer obtained the results of lo (less than 10 mg/dl) and 165 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The investigation could not determine a specific cause as the patient sample was not available for investigation. In very rare cases, it is observed that an antibody used in elecsys psa assay may underestimate rare psa isoforms. This is documented in product labeling. No adverse events were reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a free psa result that was higher than the total psa result for one patient sample. The initial free psa result was 1.6 ng/ml and the initial total psa result was 0.5 ng/ml. The sample was repeated on a centaur analyzer with a free psa result of 0.8 ng/ml and a total psa result of 4.5 ng/ml. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The lot number of the total psa reagent was 1111111. The user suspected interference by an anti-psa antibody.